Event description:
Additional information received from the manufacturer representative (rep) reported that a power on reset (por) was done and an appointment was set up for the doctor to clear the screen.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they notified their physician about the difficulty charging, poor communication, and the issue of the implant being hard to find and their next appointment was on (B)(6) 2017. Steps taken to resolve the issue was that the implant was jump started. The patient reported that the issue had not been resolved and the implant may be too deep which may need to be brought closer to the surface.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they were having difficulty recharging their implantable neurostimulator (ins) and had poor communication. It was reported that there was an ins pocket concern. The patient stated that it had been hard to find the ins since getting implanted on (B)(6) 2015, which made it more difficult to recharge before the ¿reposition antenna¿ screen began occurring. It was noted that the error message was seen ¿maybe¿ in (B)(6) 2016. It was also reported that the patient¿s last successful recharging session was 3-4 months prior to the date of this report. The patient was to follow up with their healthcare provider (hcp) to address the possible overdischarge and to address the implant/ins area. No patient symptoms were reported. Indication for use is non-malignant pain.

Event description:
Additional information received from the patient reported that they notified their managing physician about the recharging and communication issues, as well as the pocket concern. The patient stated that they had an additional appointment on (B)(6) 2017 with a manufacturer representative. It was noted that the patient was in the process of resolving the issue.

Event description:
The healthcare professional (hcp) alleged an overdischarge. It was reported that a manufacturer representative (rep) met with the patient and charged the implantable neurostimulator (ins)/recovered the ins from overdischarge. The rep reported that the patient had not charged the battery in 2 months. The rep later reported that they started the physician recharge mode (prm). There was a report that the patient was at the healthcare professional's office continuing the charging session. The patient claimed that they were getting a weird symbol on the implantable neurostimulator recharger (insr). Review on how to start a normal charge session was done and it was reported that they were able to get 8 bars of coupling. They were working to charge the first 1/4 of the ins. A power on reset (por) code was reported on the implantable neurostimulator recharger (insr) during the attempt. During the report, the clinician programmer was indicating that the ins was discharged and reviewed that the ins needed to be recharged further before clearing the por. No communication could be established with either the programmer, insr, or the clinician programmer. The rep met with the patient and was unable to communicate with the battery using the 8840 and was getting the reposition antenna icon on the insr. No symptoms were reported. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.